Event description:
It was reported to philips that the device failed the function test. There was no patient involvement.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on 03-feb2022. The customer was made aware of the end of life terms and the device will be returned to for their disposal. The investigation concludes that no further action is required at this time.